Manufacturer narrative:
The beckman coulter field service engineer "fse" performed troubleshooting measures and noted cartridge chemistry "cc" ammonia "amm" calibration failing and observed reagent probe a leaking. Fse noted finding reagent probe a leaking and not probe b as identified by customer. Fse replaced reagent probe a and b waste valve with an identical parts to resolve customers' issue. Fse confirms reagent probe b waste valve was replaced as a cautionary measure and did not fail. No further leaking was observed. The beckman coulter internal identifier for this event is (B)(4).

Event description:
A customer reported a contained leak from reagent probe b onto reagent carousel of their unicel dxc 600 pro synchron clinical chemistry system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.